Event description:
Customer reported a loss of audio alarms. Ge heathcare's investigation into the reported occurrence is still ongoing. A f/u report will be issued when the investigation has been completed.